Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 600 mg/dl. Customer had treated their blood glucose with a manual injection and the insulin pump. It was also found the customer had large ketones and fatigue from their high blood glucose. Customer's father stated they did not observe insulin exiting through the tubing when attempting to troubleshoot for the insulin pump. However, it was found insulin was able to exit during a manual prime. Customer's father declined to troubleshoot any further and stated he would monitor the insulin pump. No additional information provided.